Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. (B)(4).

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with heavy tortuosity, heavy calcification, and 90% stenosis, pre-dilatation was performed. A 2.75x33mm xience prime stent delivery system (sds) was advanced; however, after multiple attempts the sds failed to cross and the shaft broke. The sds was removed without any reported resistance. Additional pre-dilatation was done using a 2.5x16mm semi compliant balloon and the patient was treated with another 2.75x33 mm rx xience prime sds. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.